Event description:
The tip of the screwdriver broke.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product confirmed the complaint; the driver tip was fractured within the hex head region, with the tip not returned. The driver was loaded in torsional bending beyond the material limit, likely from attempting to use beyond the screwdriver¿s intended range of motion, resulting in a ductile overload of the material and fracture of the driver tip. No evidence of material or metallurgical defects was observed that could contribute to the failure of these components. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.